Event description:
As reported, the patient had an initial left tka on (B)(6)2014. The patient was revised on (B)(6)2022; reason not reported. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: 3551444 02-010-01-0250 - logic femoral ps cem left sz 5 2992846 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 3589502 200-02-38 - three peg patella 38mm. H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11 MDR section codes updated/corrected: a, b, c, d, e, g the revision was likely the result of prosthesis wear over the course of over 8 years of implantation. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall, third body wear, and high contact stress during knee flexion and extension. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.